Event description:
Update: add'l info provided 9/05 noted that according to the pt, the following is alleged to have occurred: postoperatively, the pt had significant fever, nausea and vomiting for approximately 48 hours. She also experienced vaginal discharge with blood. Six months postoperative, the pt experienced bowel dysfunction and dehydration. She was treated at home with IV therapy. She lost approximately 15 pounds due to chronic hyperemesis. On 11/2003, a physician diagnosed peritonitis reaction post the abdominal myomectomy and admitted the pt to the hosp for further evaluation and blood studies. The pt was found to have an intrauterine pregnancy at 9-10 weeks. In 01/2004, the pt was continued on home IV therapy due to chronic nausea, hyperemesis, bowel dysfunction and dehydration. She was prescribed prevacid and zantac and advised to maintain restrictive diet. In 05/04, the physician diagnosed the pt with chronic gastrointestinal complaints secondary to the 02/03, myomectomy. The pt was current complaints of bowel dysfunction, vomiting and nausea subsequent to her 02/2003, surgery.

Event description:
It was reported that in 02/03 pt underwent an unspecified abdominal surgery and gynecare intergel was used. It was reported that "unspecified injuries were experienced." Additional info received in 06/04 states that shortly following pt's surgery pt developed "extreme pain, swelling, and other serious injuries."